Event description:
It was reported that an alert was received via remote transmission showing non-sustained rv oversensing due to post-sensed t wave oversensing. Programming changes were made. Device remains implanted.